Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was sticky, and the electrical control unit was damaged, and the device would not run. It was further observed that the device had a component damage and a worn motor. It was further determined that the device failed pretest for check oscillation frequency with frequency meter, check function of device, check for sticky trigger and general condition. It was noted in the service order that the device did not work. It was not reported whether the event occurred during surgery; however, it was noted that the surgery ended with the same like device, similar product, and /or sutured by hand. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.